Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received a insulin pump error. The customer's blood glucose level was unknown. The customer reported that the insulin pump went blank and they changed the battery but now the sensor glucose was not showing on the screen. The customer reported that the auto mode was turned on. The customer stated that the settings were cleared. The device will not be returned for analysis.